Event description:
Report received from abbott international affiliate (abbott united kingdom) of an overdelivery. The report states: "pump programmed in [pca bolus only mode of delivery]; 1mg/ml, 1mg pca, 6 minute lock out. Pump recorded 5mg delivery on one bolus-set at 1mg bolus. The pt did not experience any adverse event or require intervention coincident with the device." There was no add'l info available.